Manufacturer narrative:
It was reported that during surgery the surgeon attempted to use the 6 mm poly insert. The 6 mm insert felt loose and did not lock. The surgeon tried the 7 mm poly insert. The surgeon expressed concerns with the 7 mm insert but however completed the surgery with it. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that during surgery the surgeon attempted to use the 6 mm poly insert. The 6 mm insert felt loose and did not lock. The surgeon tried the 7 mm poly insert. The surgeon expressed concerns with the 7 mm insert but however completed the surgery with it.

Manufacturer narrative:
It was reported that during surgery the surgeon attempted to use the 6mm poly insert. The 6mm insert felt loose and did not lock. The surgeon tried the 7mm poly insert. The surgeon expressed concerns with the 7mm insert but however completed the surgery with it. Review of the device history record indicates that the device was manufactured to specification. Returned device evaluation: the 6mm insert and unused inserts 8mm, a, b were returned to conformis for evaluation. Review of the 6mm insert that was attempted to be implanted revealed there was damage on the part. A review of the design files did not reveal any indications that anything was designed incorrectly. All of the interlock files and records for both the inserts and the tray were checked over and they all match up correctly. The review of the device history record revealed that the device was manufactured to specification. A set of tibial inserts and the tibial tray were remade for further evaluation. Upon completion of the remakes the remade insert and tray assembly assembled perfectly fine with no unusual traits or issues. In conclusion the most likely cause of the poly insert complication was an issue during installation of the inserts where the insert was being forced into the tray incorrectly causing the damage to the snap feature that ultimately led to the insert feeling loose/insert locking issue. The issue most likely did not stem from a design or manufacturing issue per the investigation results.